Event description:
Boston scientific crm received information that two days post implant of this pacing system, this patient was pushing herself off the toilet and the external monitor recorded about 3.5 seconds of non-capture and then 2 seconds of fusion/intermittent capture. Following this episode, consistent capture was observed. Fluoroscopy confirmed this right ventricular lead appeared to be in the same position as original implant. The physician elected to perform a revision procedure and the lead was successfully repositioned.

Manufacturer narrative:
The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.